Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer noticed insulin between o-rings during filling. The customer decided to stop using the device. Advised customer to return device for analysis. The customer's blood glucose was unknown.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs, and performed pre-fill test. The reservoirs passed per inspection, and found no leakage anomaly during filling.